Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker, scratched case and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump experienced a button error alarm. Blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.